Event description:
The patient presented with an exposed ica due to cancerous tumor in the neck. The physician was performing an extracranial vessel sacrifice of the external carotid artery using a ruby coil. When the coil was being removed from the racetrack [protective shipping hoop], the tech bent the hypotube. The coil was not in contact with the patient and did not represent a risk to their clinical outcome. The coil was not used sequentially in the case. A new coil was opened and used without incident. The aneurysm was secured with good angiographic occlusion.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed by the hospital.